Event description:
The description of the event is reported as: the needle broke into two parts at the base of the faucet. This occurred during surgery. No patient injury reported. No medical or surgical intervention reported.

Manufacturer narrative:
Sample requested, but not received yet for evaluation. Investigation is ongoing. A follow up report will be sent when available.